Event description:
It was reported that the customer was having low blood glucose of 58 mg/dl all day. Caller stated that the customer was having issues with his insulin pump, it was over delivering. Caller stated that they skipped entering the carbohydrates into the insulin pump because it over delivered the insulin. Caller stated that troubleshooting was performed and it reveled that the insulin pump was over delivering. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.